Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. No openings found.

Event description:
Healthcare professional reported right side late seroma, rupture, and folds. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side late seroma, rupture, and folds. Device has been explanted.